Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose level was 156 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.